Event description:
It was reported that there was stimulation in the wrong location. The patient needed a manufacturer representative at her appointment on the (B)(6) because she had a picnic table fall and she fell on her tailbone. Stimulation wasn¿t helping much, and the patient thought she may just need to be reprogrammed. No diagnostic testing or troubleshooting was performed at the time of the report but would be in the future. Patient status at the time of the report was alive, no injury. The patient symptom or complication associated with the event was less than 50%therapy relief, unknown location. It was later reported that the patient was at the healthcare provider¿s (hcp) office and the patient electrode impedances were fine. The pulse width was increased and the patient felt stimulation where she needed it, the patient noted ¿actually, that felt really good!¿ the patient had not been using the device for the past 30 days prior, but kept it charged. The patient was doing well at the end of the appointment.

Manufacturer narrative:
Concomitant medical products: product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. (B)(4).